Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-28, lot# va0s4md, implanted: 2015 (B)(6); product type lead. (B)(4).

Event description:
The consumer reported that the patient experienced a sudden loss or change of therapy and return of symptoms in (B)(6) 2015. The patient didn't feel stimulation and felt stimulation the day of implant, but not after. The patient's therapy was not on and they wanted to turn it back on. The patient turned off the stimulation because it was painful across their tummy when they lied down to go to bed. The patient had uncomfortable stimulation related to positional movements. The stimulation was fine sitting, standing, and walking. The patient turned off stimulation and the pain went away. There were no falls or trauma that could be related to the issue. The patient fell on 2015 (B)(6), but stimulation was not on. The patient would follow-up with their health care provider (hcp) regarding the fall. The patient used the patient programmer and verified stimulation was currently off as the lightning bolt in the upper right hand corner was not there. The patient decreased stimulation from 1.2v to 0.3v and turned stimulation back on. The patient increased to 1.75v, which was comfortable sitting, standing, and walking. The patient had left messages for their manufacturer representative, but they had not returned the calls. The indication for use for this patient was gastrointestinal/pelvic floor.